Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted; therefore, not explanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Account reported the intraocular lens (iol) ruptured the 1mtec30 cartridge and the user was concerned the lens would be damaged. Patient contact was reported. Through follow-up, additional information was received confirming the iol was not fully inserted into the patient's ocular sinister (left eye). There was no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. The procedure was completed successfully using back-up lens with the same model and diopter size. No further information is available.